Event description:
Vapotherm malfunctioned. Patient was using the equipment when it shut off. Nursing able to duplicate. Biomed not able to replicate. Testing is needed on this equipment every 6 months, that was completed in december.